Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an alarm while loading a cartridge. The customer loaded another cartridge onto the pump. The blood glucose level was 94 mg/dl.